Event description:
Information was received from the physician that the patient he was referring to was the same one he discussed with the or support specialist in which a report has already been submitted in MFR report # 1644487-2019-01731, therefore no other known patient has had this reported event.

Event description:
It was reported by the operating room support specialist during follow-up of another patient, that the physician had a patient who's replacement of generator resolved the issue of experiencing electrical shocks. Attempts have been made to obtain further information, however no response from the physician has been received to date. No additional relevant information has been received to date.